Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to a failed total hip arthroplasty secondary to recurrent dislocation of the right hip.

Manufacturer narrative:
The device was not returned for review, therefore its exact condition cannot be determined. The device history records could not be reviewed due to the absence of item/lot numbers. The device was used in treatment. The device had an in-vivo time of 1 year. The per lists a biomet stem and head were implanted with the zimmer poly liner; the current compatibility cannot be determined with the lack of item numbers. The complaint history for the device could not be performed due to the absence of identifying product information. With the information provided, a definitive root cause cannot be stated.